Manufacturer narrative:
Testing and investigation at the service center found that the device touchscreen responded; however, the key alignment was shifted. This was found to be due to contamination on the touchscreen. The probable cause of the customers reported would not calibrate was due to fluid ingress which can cause an intermittent touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.